Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer via email on 11 oct 2022: this device failed during preventive maintenance, therefore there was no patient harm.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked. Review of the event history log showed an occurence of "configuration required." A "configuration required' alarm occurred during functional testing at power up. The investigation determined that the pump being interrupted during the cloning process was causing it to lose the standard configuration. The standard configuration was downloaded back into the device. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited system fault error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.